Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A device malfunction reportedly did cause or contribute to the explantation. The user has been re-implanted.

Event description:
A device malfunction reportedly did cause or contribute to the explantation. No additional information has been received from the field, despite requested. The user has been re-implanted.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.